Manufacturer narrative:
Concomitant product: pnp6x3 parietex plug and patch 6 cmcir (lot# slg00027). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral inguinal hernias. It was reported that after implant, the patient experienced severe pain, mesh migration, adhesions, fibrotic reaction, and hernia recurrence. Post-operative patient treatment included revision surgery and hernia repair with new mesh.